Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n422108, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014-(B)(6).

Event description:
It was reported that the patient had a doctor¿s appointment scheduled for (B)(6). The patient had their implantable neurostimulator (ins) adjusted once and they were ¿really struggling¿ so they wanted a manufacturer representative to come adjust their device. The patient was still super bruised and swollen. The patient¿s surgery was an absolute nightmare and a disaster. The doctor had given the patient 5 shots in the thoracic area since the implant and they had not helped to reduce the swelling. The patient was awake through the whole surgery. The patient wanted more ¿zones¿ turned on or they wanted the device out of them. The patient currently had 2 ¿zones¿ on. The leads were implanted at t8 and the ins was helping the pain in their perineum and for their ruptured hip. It was further reported that a manufacturer representative saw the patient on (B)(6) and the patient wanted the coverage located high in their back, even above the patient¿s incision. The doctor told the patient that area was higher than could be covered. The patient also wanted no stimulation sensation in their feet. The lead¿s position was at t8 and verified by an x-ray. The device was interrogated prior to reprogramming and the device had only 30% usage. The device had another program added and the programs were being used at the same time. The patient was much happier with the broader coverage and with less lower extremity stimulation and the patient liked the stimulation sensation much better. The patient had multiple other medical issues and was managed by a neurologist too. They were doing extensive diagnostics to rule out arthritis, lupus, autoimmune, and other conditions as the causes of the patient¿s pain. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.